Event description:
User facility medwatch report received that states, "event description: during the physician's attempt to perform perclose on the pt, the perclose did not deploy correctly. A small piece of tissue, thought to be arterial was noted on the device with removal. Heavy bleeding noted to right groin puncture site. Ten french sheath was inserted with manual compression held until pt was transferred to operating room for repair." Arteriotomy closure was attempted after a "cardiac cath". The customer declined to provide additional incident details.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.